Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record, system meets specification as per service installation record. During onsite visit the reported event could be confirmed by the responsible field service engineer. The field service engineer performed a system verification as service installation record. The review of logfile has confirmed the reported issues. The treatment of the patient¿s right eye was aborted by device before canal cut. The laser showed the error message of error scanner return message. The surgeon pressed the emergency off button and restarted the laser. The user restarted the treatment. The second treatment of the patient's right eye was aborted during canal cut. The vacuum pumps shut off. The reason why the vacuum pumps shut off is not visible in the logfile. The root cause could not be identified. The root cause of the reported issue could not be determined conclusively. The identified error message is related to an internal component of scanner. However, it is unclear what specific scenario or device behaviors lead to that error. The issue has not occurred since the laser device was verified by the field service engineer. Most probably it was a one-time event. The issue has not occurred since the laser device was verified by the field service engineer. No additional actions required at this time. Investigation has been completed based on current information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported incomplete flap and system displayed scanner return error message in the right eye during lasik surgery.